Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is not charging or recognizing batteries. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The failure analysis and testing dept. Received the following parts: part number: 0012-00-1558_e serial number: (B)(6) ram cable. Part number: 0160-00-0127_a serial number: n/a top lcd display with a reported unit failure of horizontal lines on top display. The fat dept. Performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed: part number: 0012-00-1558_e serial number: 1630 ram cable. Part number: 0160-00-0127_a serial number: n/a top lcd displayin the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department was able to verify the failure of horizontal line on the top lcd screen.the top lcd display is defective.retaining the parts in the fat department per procedure 0002-07-d008 rev as. The most probable root cause for the reported failure is wear and tear.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issues. The fse found the rescue unit was disengage from the cart and not allowing the batteries to charge. Reengage rescue unit back in the cart and verified the batteries were charging. During system boot-up the fse saw the top lcd display had horizontal lines through the middle of the display. The lines did not affect any major parts of the display in clinical mode. The fse replaced the lcd display assembly (0160-00-0127) and performed functional and safety test without any further issues.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device ¿ problem code, investigation conclusions), h11. Corrected fields: d8, h6 (investigation findings). Due to character limitation in block e1: full event site name: (B)(6) hospital.